Manufacturer narrative:
Unit passed self test and displacement test. Insulin pump error alarm and insulin pump error alarm found in the insulin pump history due to software error. Insulin pump error alarm found in the insulin pump history due to software error. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.